Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was used for implantation however the lead got stuck near the tricuspid valve. Physician tried every method to remove the traction but was unable to remove so the lead was left in place and a cap was placed. A new rv lead was placed. No adverse patient effects were reported.